Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between april 10-12, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the bladder. This was observed during filling prior to patient use. The device contained fluorouracil and saline. There was no patient involvement. No additional information is available.